Event description:
Registered nurse noted that the blue pressure hub didn't attach properly to the groshong port. Found the groshong guide wire had remained in the catheter and a blunt flush cap was attached to the guidewire's hub. When they called the physician, he stated that there wasn't a guidewire in place. Nothing was seen on an x-ray. The surgeon returned to look at it. He compared it to a fresh groshong catheter kit. He removed the retained guide wire, attached the hub from the 2nd kit and withdrew and flushed the line. He commented that it was all there and none remained in the patient. Both wires were collected and the ends were compared and measured. Both ends were looped with no appearance of damage, and both measured 19.5 inches. Further examination by two surgeons indicated that apparently there was an internal wire that was part of this catheter because the surgeon removed a wire that had broken off of the original cap. The surgeon was familiar with the kit but didn't realize that the stiffening wire had disconnected from the cap. This is not the type of wire that could go into the patient. The x-ray was reviewed and you cannot see this wire. They looked at the kit and they realized that it's very hard to see the wire at all. (Sadly the floor staff disposed of the wire that was removed; however, they took a photo of it which can be provided on request).